Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-03714 and MFR. Report # 3005099803-2010-03715). It was reported to boston scientific corporation that an autotome sphincterotome and dreamtome sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while bowing the autotome to perform a spincterotomy, the cut wire snapped; no part of the cut wire fell into the patient. The autotome was removed and the dreamtome was obtained. When the dreamtome exited the scope, it was noted, that the blue tip was peeling and frayed. The procedure was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the wide blue paint band at the distal tip was peeling. The exposed cut wire was found to be intact. The condition of the returned incident device was consistent with the complaint that the blue tip was peeling. The most probable root cause is device interaction with another device; distal tip may have come into contact with some part of the scope (elevator). The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patient's exact weight is unknown; however, it is estimated to be (B)(6) pounds. (B)(4) - the reported event of tip was peeling and frayed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-03714). It was reported to boston scientific corporation that an autotome sphincterotome and dreamtome sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, while bowing the autotome to perform a sphincterotomy, the cut wire snapped; no part of the cut wire fell into the patient. The autotome was removed and the dreamtome was obtained. When the dreamtome exited the scope, it was noted, that the blue tip was peeling and frayed. The procedure was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.